Manufacturer narrative:
Updating record based on closed investigation. The device was not returned for analysis.

Event description:
It was reported that during testing conducted by a manufacturer sales representative the device was overheating. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
The device has not yet been received for analysis.

Event description:
It was reported that during testing conducted by a manufacturer sales representative the device was overheating. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing, there was no patient involvement and no delay to a surgical procedure.